Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 322, which was reproduced during evaluation. A review of the event history log identified system error 322 messages. Visual inspection of the pump identified the cause of the reported issue to be damage to the lower auxiliary. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.